Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis found the distal lv (low voltage) electrode of the lead was covered in blood. The overlay tubing of the lead was extrinsically breached due to a cut at 40cm. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. A visual summary analysis of the lead indicated apparent explant damage and was returned extended and stretched/bent out of specification. There were multiple scratches on the pin, but no solid set screw marks were visible.

Event description:
It was reported that on the day after implant, the right ventricular (rv) lead exhibited high thresholds due to dislodgement from the septum down to the apex. An attempt to reposition the rv lead was made, but the screw was blocked. As it was not possible to reposition, the patient underwent a second procedure where the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.